Event description:
Pt has copd. They had a trachea tube inserted. They are on a home oxygen concentrator 24x7. A water bottle is attached for mandatory moisture so the continuous mucus does not dry up, block lungs and trachea tube. Oxygen level crashes immediately and carbon dioxide level climbs rapidly, initial reason for trach tube. The sensor that notifies you of a problem does not work. If pt is sleeping and the bottle malfunctions as they do many times, they could go into a coma or die. Pt had to go back to the hospital for this. The bottle holds water, the main problem is that due to the weight of the water, slightest movement of bottle causes the plastic ball bearing to move, which does not allow moisture into the trachea tube, mucus becomes firm, and pt can't breathe, oxygen level crashes below 63%. One time the oxygen flow was also blocked. Pt has spoken to provider several times. They were informed that failure rate with this co's bottles was only about 2 per 25. He said there are other bottles that are worse. Pt feels even one malfunction could kill them, there are thousands of bottles usd throughout the states. How many go unnoticed and people die, but it is blamed on the copd or lungs? Pt has had serious problems with at least 19 bottles in less then 3 months. Three in one day on event date. One worked for 7 minutes. Pt has kept several of the defective bottles. It does not matter how careful you are. The bottles still fail at a high rate. It is called a nebulizer with air entrainment and immersion heater adaptor. Pt has been in the hosp alot. They are fighting very hard to stay alive. Pt fears the bottle failure every day.